Manufacturer narrative:
This follow-up MDR is created to document additional patient and complaint information. Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though ot verified, patient's legal representative stated incontinence, vaginal drainage, dryness, infection, bleeding, dyspareunia, vaginal scarring, abdominal swelling, vaginal discharge. Revision of vaginoplast due to erosion of cystocele mesh; a small piece of mesh was trimmed, edges of the vagina refreshed.

Event description:
As reported to coloplast though not verified, the patient experienced erosion, pain, vaginal dysplasia, vaginal mesh exposed in the anterior vaginal wall. Mesh is reported to be stuck to bladder and cannot be removed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.